Event description:
The customer reported the bending section cover of the evis lucera ultrasound gastrovideoscope was chipping and peeling. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was peeling. The report is being submitted due to peeled lens found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation the complaint was confirmed and the adhesive of the bending section cover was cracked and detached. In addition, evaluation found water tightness was lost due to a pinhole in the bending section cover, bending in the up direction did not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the number of missing element exceed the standard value due to damage on the ultrasonic probe, the connecting tube was dented and scratched, the objective lens was scratched, and switch #1 was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received reported the chipping and peeling was found during pre-use inspection prior to an fine needle aspiration treatment procedure. There was no delay and the procedure was completed using a similar scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the surface of the ultrasonic probe was peeled off. It is likely the event occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.